Event description:
It was reported that during a case, the handpiece did not function, the burr would not work. The handpiece was calibrated on speed mode and switched to manual as per surgeons' request. After refining the femur, switched to cut mode, burr did not work when the foot pedal was pressed. After repeatedly pressing a foot pedal, error occurred. The handpiece was dismantled, handpiece unplugged gears re-centered. The handpiece was plugged in again, burr still did not work and error re-occurred. The unit was shut down and rebooted, the surgeon decided to abort case and use conventional instruments. The investigation did not find a problem with any of the devices. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. There was no serial number, lot number, or part number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. A complaint history review identified similar events. The navio user's manual for (tka) user's manual released at the time of the complaint provides detailed instructions for use of the anspach surgical drill console and foot pedal. This failure is an identified failure mode in the risk assessment. The root cause could not be determined after investigation. Factors that may have contributed to the reported event are related to a detected failure within the anspach console which is reported as e2. The e2 error is inferred by the console from the motor current applied and the resulting lack of motion when the collar is locked. The e2 error is cleared by releasing the lock and actuating the foot control. No reboot or power cycle was required to restore drill function.